Manufacturer narrative:
Updated fields: b4, e1(event site mail), g3, g6, h2, h11. Corrected fields: e1(initial reporter), e2, e3, e4, g2. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
It was reported during pre inspection by getinge fst that the cardiosave intra aortic ballon pump(iabp) had scratches on screen and a line was detected on the screen. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.